Event description:
It was reported that a user observed a small piece of rubber protruding from the ilet pump housing along the seal, tugged it, and portions detached, consistent with exterior bezel or seal separation; the device was replaced and the user reported that blood glucose was not impacted, with no alarms reported. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no medical intervention. Investigation included review of user feedback, troubleshooting with education, and product replacement. Investigation of this device revealed evidence consistent with hardware enclosure or seal degradation consistent with screen bezel or housing separation, with no functional effect on therapy delivery and no alert generation. It was concluded, based on previously established findings for similar reports, that the cause was component wear or manufacturing-related cosmetic hardware defect.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.